Event description:
It was reported that the pt underwent a procedure to fuse t12/s1. It was reported that a rod broke at l4/5. Fusion did not occur to the pt. A revision surgery was performed approx three months post op to replace the implants.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog #828-083, was cleared in the united states.